Manufacturer narrative:
Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer treated with pump and injection. Customer's blood glucose value was 300 mg/dl at time of incident. Customer's current blood glucose value was 250 mg/dl. Customer stated that drive support cap is flush. Customer declined troubleshoot for high blood level. The product was not returned for analysis.